Manufacturer narrative:
The sample has been returned to arrow. Examination determined that the partial sheath separation was probably due to a combination of excessive strain applied during use, along with a marginal bond at the strain relief. An improvement to the molding of the strain relief that will strengthen this area of the sheath has been implemented.

Event description:
It was reported that three days after insertion, leakage was noted between the sheath and the hemostasis valve due to a partial separation of the sheath from the valve housing. There were no pt complications.